Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was noted to be in backup vvi mode. On (B)(6) 2018, the patient presented in clinic and the device was restored to normal function. It was noted that the patient had experienced some shortness of breath but was stable after the procedure. Patient will continue to be followed normally.